Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the medfusion 3500 pump experienced a motor rate error. There was no reported patient involvement. No patient harm or injury was reported.